Event description:
It was reported that prior to use of a dlp left heart vent catheter, the device did not maintain shape once bent, indicating a potential issue with the wire or durometer of the plastic. The customer has recently noticed this change in the vents, which are supposed to be malleable, and questioned whether there was a change in the wire or plastic durometer. This issue was observed in the current lot and the customer stated they have almost stopped using them due to their poor functionality. The device was replaced to complete the case. There was no patient involvement, so no adverse effect occurred. Medtronic received additional information that there was no damage observed to the device or packaging. The issue was about the vent feeling different and not being as malleable as what it was before. Medtronic received additional information that six additional devices have been returned for testing. It was stated that all these vent catheters are not malleable like the ones the customer are used to and they have received in the past.

Manufacturer narrative:
Device evaluation summary: visual inspection shows no outward signs of any damage. The device was removed from the unopened peel pouch. The tip was manipulated in several different directions, and it would not stay in any shape as it flexed back. Reason for return was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Fdc code updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.